Manufacturer narrative:
(B)(4).

Event description:
A consumer whose indication for use is urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor reported that starting (B)(6) 2016 the patient had not been feeling stimulation and had been using catheters more in the past few days. Therapy was on. The patient was increasing stimulation to 3.1 and was going to keep a log of how therapy was working at that setting. Further follow up is being conducted to obtain information about the circumstances that led to the event and actions taken to resolve. If additional information is received a supplemental report will be submitted.